Event description:
Boston scientific received information that three days post implant, a review of a electrogram (egm) revealed this implantable cardioverter defibrillator (ICD) exhibited extended pacing pauses greater than five seconds. Isometric testing was performed and no device abnormalities were found. A second follow up was performed and during device testing, the device revealed extended pacing pauses greater than two seconds for a second time. The physician is aware of the situation and suspects oversensing on the right ventricular (rv) lead (model and serial number are unknown). A data disk was sent into boston scientific technical services (ts) for review. No adverse patient effects were reported. Device remains in service.

Manufacturer narrative:
The device remains in service. A data disk was sent into boston scientific technical services (ts) for review. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.